Event description:
The pt had undergone a makoplasty partial knee replacement on (B)(6) 2011. Three months later, the surgeon reported to mako that he was concerned about the pt having pain post-procedure. He stated that there was overhang posteriorly. He stated he was watching the pt and said he may have to perform a revision procedure.